Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon review, false automatic mode switch episodes caused by right atrial lead noise oversensing was observed. No intervention was performed. No patient consequences were observed.

Manufacturer narrative:
Further information was requested but not received.